Manufacturer narrative:
Mayfield composite skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and show no abnormalities related to the reported failure. Failure analysis: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure, this would not have caused a slippage. When the unit is properly positioned and put under pressure, it would not have slipped. Root cause analysis: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate reported movement or slippage of the clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when 80 pounds of pressure was applied, the mayfield skull clamp (a3059) still moves in the locked position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.